Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the wiring was damaged, the motorflex and tube were defective, and the handpiece was hot. This was attributed to normal wear. The flex motor and tube were replaced. The device was repaired and returned to the customer on (B)(6) 2013.

Event description:
Device was returned for repair. During inspection, technician found flex motor, tube and various parts from tool lock to replace. The motorflex and tube were defective. The handpiece was device exceeded the expected temperature results. This is report 1 of 1 for complaint #(b)(4.